Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 3006705815-2019-02325. It was reported the patient has been receiving inadequate therapy due to high impedance being present on one of their leads. During the procedure, the doctor noted a fracture on the lead. As a result, the patient's lead was explanted and replaced. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it's unknown which lead is liable.

Event description:
Related manufacturer reference# 3006705815-2019-02325.